Event description:
A bipap a40 ventilator was reported to have an error code e-84 found during evaluation indicating the power fail voltage is outside its valid range, and error code e-86 indicating a failure of the outlet pressure sensor there was no patient involvement and no harm or injury reported. Replacement of the device printed circuit board assembly is required to resolve both of the ventilator inoperative issues. There were no foam particles noted inside the device. No repairs will be completed because the device will be scrapped per customer request. Additional finding not related to the malfunction/issue: the accessory port cover is missing from the device. The device will be included in the fsn 2023-cc-src-039.